Manufacturer narrative:
Device remains implanted.

Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The six month follow-up showed evidence of a stenosis of the left iliac limb and a potential type ii and/or type ib endoleak also on the left side. The left limb stenosis was reported to have been resolved without re-intervention. As of the date of this report, there have been no additional sequelae reported and the patient will continue to be monitored.